Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient's symptoms were trending back towards baseline. When attempting to adjust their stimulation, the patient noticed a red light on their remote. After changing programs, the red light resolved. A few days later, the patient switched back to the original program they were on but a red light later appeared once the patient noticed that their urinary incontinence symptoms returned along with pain at their implant site when touched along with sciatica down their right leg. The patient later underwent a lead revision after impedances were noticed. The patient saw improvements after their procedure.